Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus produced a green image on the screen. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 0-degree endoscope plus was analyzed and the complaint was not confirmed by failure analysis. Additional observation(s) not reported by site: the endoscope was visually inspected and was found with damage at the distal end. The distal window located at the distal tip was visually inspected and found cracked. The distal window located at the distal tip was also found to have a broken or detached piece in a location that could fall into the patient. The probable root cause of the customer reported issue cannot be determined based on the information provided and failure analysis results. The endoscope was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. The probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components.